Event description:
It was reported to philips that the movements of the allura device were partly available. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and adjusted the memory cards in the ipc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partly available. Upon functional testing, the fse found memory issues with the ipc motherboard. The fse opened the ipc, removed, and reinserted the memory cards. After reinserting the memory cards, the system was returned to use in good working order.